Event description:
The anchor broke down during the procedure. The anchor was removed and the site was dilated prior to insertion. The surgeon predrilled the site by pounding in the drill then rotating the drill. The site was then dilated. The anchor was placed and broke after three turns at the co-braid eyelet. A grasper was used to try and retrieve the anchor without success, a blade was used to shave the anchor to the surface of the bone. A second site was prepared overlapping this site. The site was drilled using the same method and site was also dilated. Anchor was placed without issue.

Manufacturer narrative:
Device was not returned for evaluation.